Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: data review: data logs showed pump ran without issue for about 44 minutes, then mc suddenly spiked to 1600 ma with ps shift and dropped in flows that triggered auto suction response and suction alarms. After that, pump ran without issue to the rest of the case. Product was not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was most likely biomaterial ingestion since the data meets the pattern of biomaterial ingestion. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. Device history review: pump passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella rp flex experienced hematuria. An x-ray showed the pump was positioned deep. The pump was repositioned to resolve the issue. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.